Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. The investigation found that the device was displaying a "high pressure" alarm message on power up. One possible, but unconfirmed, problem source was listed as a faulty downstream sensor. The downstream sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical pump was not working. It was on and suddenly the message appeared. The pump was not working. It shows a message on display: pression elevada (high pressure). There was no patient injury.